Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or any other issues that may have occurred that could have contributed to the reported hyperglycemia. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 49: depress the syringe plunger to completely empty the insulin into the pod. The pod will beep, indicating that the system is ready to proceed to the next step. Warning: never use a pod if you feel resistance when you depress the plunger. This condition can result in interrupted insulin delivery. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 302 mg/dl while wearing the pod longer than 48 hours on the leg. While patient was reporting this pod for elevated bg levels, not hearing double beep upon filling, and device's adhesive being "not that sticky," it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. It should be noted that a failure of the device to double beep, when filled, indicates a communication issue between the device and personal diabetes manager may have occurred. As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted and no damaged noted. The exact cause of the reported events could not be conclusively determined.